Event description:
Related manufacturer reference numbers: 2017865-2021-32104. It was reported that the patient presented remotely via merlin transmission. Upon review, it was found that the atrial and right ventricular (rv) leads exhibited noise. Noise reversion was noted. The atrial lead also exhibited slightly increased capture threshold and intermittent loss of capture. No intervention was performed. Patient condition was stable.